Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is failed second half of manifold test. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is failed second half of manifold test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue and confirmed the reported issue. The fse replaced the drive manifold, drive regulator, and recalibrated all pressure transducers. The fse also replaced the temperature sensor as it was found to be damaged. The fse completed the pm performed with full calibration, functional testing and electrical safety checks. The failure analysis and testing department received the following parts associated with this complaint: pn: 0104-00-0031 sn: (B)(6) drive manifold assy. Pn: 0103-00-0633 sn: (B)(6) drive regulator. These parts were received with a reported unit failure message of failing second half of manifold test. Performed visual inspection of these all parts received and found out saline on drive manifold assy. Due to saline, the fat dept. Cannot be investigated this part with cardiosave test fixture. Drive regulator pn: 0103-00-0633 sn: (B)(6) looks to be in good condition. Installed drive regulator into the cardiosave test fixture and tested to the cardiosave service manual. The fat dept. Could not be able to calibrate drive regulator. This probably one of cause failing second half manifold test. Drive regulator failed testing. Retaining both parts in the fat dept. Per procedure. Due to saline on drive manifold assy. Pn: 0104-00-0031 sn: (B)(6), is not going to supplier for further investigation.